Manufacturer narrative:
Investigation summary - one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Sample was also passed functional testing for leakage past stopper. Since the reported defect was not confirmed, a manufacturing root cause could not be determined. Furthermore, a device history record review was completed for provided lot number 2042937. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ luer slip tip syringe sterile, single use, the plunger rod malfunctioned and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: caregiver was drawing up botox, the syringe plunger malfunctioned, and medication spilled out the bottom (wasting 30 units of botox) bd 1 ml syringe tuberculin slip tip lot 2042937 exp 1/31/2027.